Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during intra-aortic balloon therapy that the patient on cardiosave intra-aortic balloon pump (iabp) had passed away. During use, the pump went into standby mode. The ICU rn, initially could not identify the alarm but later reported a recent gas loss alarm. She performed troubleshooting by pressing the start and iab fill buttons, and therapy was restarted. No blood, discoloration, or particles were observed in the helium tubing, and all connections were secure. A screenshot of the iabp monitor showed appropriate waveforms and blood pressure indices. The patient was reportedly on a ventilator, coughing during suctioning, and in sinus tachycardia, which were considered contributing clinical factors to the alarm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. As per the medical review, there is no indication that the death was attributed to the sensation iab catheter used during therapy. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.